Event description:
It was reported that there was twos (t-wave oversensing). Sensing polarity was reprogrammed. It was also reported that there was high pacing impedance and a possible lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419588 lead, implanted: (B)(6) 2011; 5076-52 lead implanted: (B)(6) 2011. (B)(4). Evaluation summary: the proximal conductor of the lead developed a fracture due to flexing while in vivo; distal segment returned and analyzed.